Event description:
The complaint received states that the cypher stent fractured three years post implantation. Three years after cypher implantation in the distal right coronary artery, the pt was admitted to the hosp with chest pain and stent fracture was noted. Multiple requests for further info have been unsuccessful. There are no procedural films available. There was no reported pt injury.

Manufacturer narrative:
There was no sterile lot # info available thus no (DHR) device history record review could be performed. The complaint of stent fracture could not be confirmed without procedural films for review. The DHR could not be performed because there was no sterile lot # info available. Review of the severely limited info does not suggest what factors may have contributed to the reported event.